Event description:
It was reported that the right ventricular (rv) lead exhibited non capture. It was determined the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.